Event description:
It was reported that during procedure when the subject catheter was opened, the product sterilization bag was not glued, and it looked that pouch seal was partially opened/unsealed. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the device was returned with the device still within the inner pouch. The seal was confirmed to have been applied on all four sides of the pouch. The manufacturer (stryker) seal was confirmed to be applied and intact. The supplier chevron seal was applied and intact. One supplier side seal was intact. One supplier seal was partially open. The opening is consistent with the subject catheter dispenser hoop pushing out from the inside of the pouch, causing the seal to separate. A functional inspection is not applicable to this failure mode and the defect was confirmed based on visual inspection. A seal peel test was performed on both supplier side seals and were confirmed to be compliant to the specification. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the product pouch was partially unsealed when removed from the packaging. No damage was noted to the packaging prior to opening. No damage was noted to the returned outer carton and there is no indication that the carton had been miss-handled. The seal was determined to have opened due to the product pushing out through the seal from the inside. The pouch opening is consistent with the shape of the product packaging hoop. The pouch seal was confirmed to have been applied to all four sides of the pouch and the pouch seal width was confirmed to be within specification. No manufacturing related assignable cause was determined during complaint investigation. An assignable cause of undeterminable will be assigned to as reported and as analyzed 'pouch seal (sterile barrier) is partially opened/unsealed', as review and analysis of all available information fails to indicate an assignable cause or probable assignable cause.

Event description:
It was reported that during procedure when the subject catheter was opened, the product sterilization bag was not glued, and it looked that pouch seal was partially opened/unsealed. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.